Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of flickering image was confirmed due to faulty dp board. In addition, front panel light-emitting diode failed to glow due to the faulty cp board was overserved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii video system center has flickering image however; picture is visible. During a standard service inspection of the customer returned device, printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the phenomenon ¿image flickers¿ was reproduced, and it was judged that it was due to the faulty printed circuit (dp) board resulting to front panel led not glowing. The cause of the faulty dp board could not be identified. Olympus will continue to monitor field performance for this device.